Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after release of the last paddle, the valve appeared to dislodge on the non-coronary cusp side. Moderate paravalvular leak (pvl) was noted on the non-coronary cusp. Subsequently, a second transcatheter bioprosthetic valve was implanted and the pvl reduced to mild. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.